Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation, as they were discarded by the medical facility. This is the final report.

Event description:
A report was received that the patient underwent a lead revision surgery due to discomfort where the lead was placed during implant surgery. The lead was replaced with a new one and the patient is reportedly doing well.